Event description:
Feeding tube place (B)(6) on (B)(6) 2016 on am of (B)(6) 2016 it was noted leaking, child required a return to the interventional suite for replacement of a new tube as the previous tube was found to be defective. The feeding tube was placed in interventional radiology on (B)(6) 2016, was noted leaking overnight and found to be defective on (B)(6) 2016. Child returned to interventional radiology on (B)(6) 2016 for a procedure to replace the tube.